Manufacturer narrative:
Additional narrative: additional information/age & gender reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Additional product codes: gff, gfa, hsz. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 4830748 of 2.0 mm drill bits was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined that the raw material lot 4540861 was issued one mrr: (B)(4). The synthes specification called out one specification (astm f 139), but the material was certified and re-certified under a different specification (astm f 138). The material was released as ¿use as is¿ with a rationale from pd stating that the raw material drawing would be revised to allow the use of the astm f 138 specification. Since the specification that the material was certified and re-certified under is acceptable, the material was properly certified, and there is no relevance to the complaint condition. Date of manufacture: 19 october 2004. Manufacturing location: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer quality unit received a maude report forwarded from department of human services. Only additional and/or corrected information will be contained in this report. It was reported that a 2.0 mm drill bit/quick coupling/100 mm broke during a tissue grafting of the patella on (B)(6) 2017. The tip of the drill bit broke off in the patella and was left in the patient. Surgical delay and patient outcome is unknown. This report is for one (1) 2.0 mm drill bit. This is report 1 of 1 for (B)(4).